Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received inside a heart valve return kit, fully submerged in clear 0.2% glutaraldehyde solution. A black multifilament suture was wrapped circumferentially around the outflow frame. The explanted valve exhibited noticeable ellipticity at both the inflow and outflow aspects. All thee leaflets were observed in a closed configuration at rest. Leaflet 3 demonstrated a prolapsed appearance relative to the other leaflets. Leaflet 1: leaflet dehiscence was observed along the outflow margin of attachment (moa). A portion of leaflet tissue remained attached at the superior coaptive junction (scj) of commissure 3-2. Tissue along the moa approaching commissure 1-2 exhibited features consistent with a potential site of dehiscence initiation. From the inflow aspect, tissue separation was observed at the inferior coaptive area (ica) between leaflets 1 and 2. Leaflet 2: a large leaflet dehiscence was present along the moa distal to commissure 1-2, with residual tissue attached at the scj. A similar leaflet dehiscence was identified along the moa distal to commissure 2-3, with tissue remaining at the scj. Detached leaflet tissue exhibited fraying along the dehisced margins. Manufacturing sutures in the regions of the dehiscence appeared intact. The leaflet demonstrated billowing into the inner lumen. Tissue separation was also observed below the belly of the moa. Leaflet 3: pannus overgrowth was present along the moa, extending to scjs of commissures 2-3 and 3-1. A leaflet dehiscence was identified along the moa distal to commissure 2-3. Small folds were observed on the belly region of the leaflet. All commissures were encapsulated by pannus. Due to the extent of the pannus coverage, detailed assessment of the commissures could not be performed. Multiple broken sutures were identified at the inflow crown regions of leaflets 1 and 2. The outflow frame exhibited noticeable ellipticity. Multiple bent struts were identified in the region adjacent to leaflet 3. These deformations are consistent with explant-related damage. Glistening off-white remnants were adhered to the external surface of the frame and along the margins of attachment. Thick pannus remnants were adhered to approximately half of the circumference of the outflow frame. A dense layer of off-white pannus was present on the inflow crowns, appeared to reduce the effective orifice area. Radiographic imaging revealed calcification localized to the commissures and the outer lumen of the valve. No evidence of stent fracture was observed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately eight years and six months following the implant of a transcatheter bioprosthetic valve, the patient was hospitalized for a failed valve. The valve failure is unknown. The valve was explanted.

Manufacturer narrative:
Image review: post computed tomography (CT) imaging provided. Suboptimal imaging due to noise artifact. Evolut at inflow is elliptical shape. Native aortic valve appears to be bicuspid with fusion of left coronary cusp (lcc) and non-coronary cusp (ncc). There is heavy leaflet calcification seen outside evolut inside all cusps with protruding calcification under right coronary cusp (rcc) and ncc extending into left ventricular outflow tract (lvot). The evolut implant depth is shallow. Lcc side measures approximately 2.5 mm; rcc side measures approximately 8.0 mm below inflow; and ncc side measures approximately 8.7 mm below inflow. Possible pannus/thrombus vs inadequate contrast filling seen inside tav frame. Unable to visualize prosthetic leaflets on CT imaging provided. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b2, b3, b5, d4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately eight years and six months following the implant of a transcatheter bioprosthetic valve, the patient was hospitalized for a failed valve. The valve failure is unknown. The valve was explanted. Additional information was received that after the medtronic valve was initially implanted, the patient received an incorrect device identification card for a non-medtronic (lotus) valve that was completed by the implanter. The valve failure was due to a leaflet tear. A 25 mm non-medtronic (magna ease) valve was implanted as the replacement valve. The patient was reported to be off extracorporeal membrane oxygenation (ECMO) but still intubated, and neurologic function was unknown.